Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected power loss alarm or battery power loss alarm noted during testing. No unexpected low battery alarm or pump error noted on long history download file. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had power error detected alarms. The customer experienced high blood glucose 660 mg/dl. Customer was treated with manual injection. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.